Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2014. Ten minute manual power ups are recorded in the device memory between the (B)(6) 2014. The device failed multiple self-tests due to a low battery between the (B)(6) 2016 and the (B)(6) 2016. An increase in voltage then suggests a further pad-pak was installed. A test pad-pak was inserted into the device and the device passed a self-test. The device then failed to power off using the on/off button. This would indicate a fault. Test therapy was carried out and an acceptable measurement was recorded for the test shock. The device could not be powered off using the on/off button. The device was observed switching on upon insertion of the pad-pak, most of the instructional leds were illuminated. This indicates a fault. The device memory log showed the device had entered CPR advisor mode. The device was disassembled for investigation. Upon internal inspection of the device corrosion was observed on the membrane tail. This caused a short circuit which resulted in overvoltage and damage to the microprocessor. The corrosion found would indicate the device was stored in adverse conditions which resulted in the manual power ups recorded and the device failing to power off using the on/off button. The fault could not be replicated with a new membrane fitted. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions resulting in corrosion.